Manufacturer narrative:
H7 & h9 fields are updated. Imdrf annex a & g code are updated.

Event description:
The customer reported, "air in line error". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced air in line due to damage ail bolus, replaced iui right side. A review of the device history record showed the device had a manufacture date of 25 oct 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca (B)(4) for iui conn issues. CAPA #: ca (B)(4) for lvp air in line.

Event description:
The customer reported "air in line error". No patient involvement.